Event description:
According to the reporter, during a laparoscopic low rectal excision procedure, while being applied to cut the rectum, the device was unable to fire even when the green button was pressed and handle was squeezed. A new device was used in order to complete the case. There was no patient injury.